Manufacturer narrative:
The local area sales representative was contacted for additional information as the physician's name involved in the treatment. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate therapy. Two bursts of anti-tachycardia pacing (atp) and four shocks were provided for a supraventricular tachycardia (svt) rhythm. In addition, myopotential noise was noted on the shock channel. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section e1 initial reported information, e2, e3 and g2. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate therapy. Two bursts of anti-tachycardia pacing (atp) and four shocks were provided for a supraventricular tachycardia (svt) rhythm. In addition, myopotential noise was noted on the shock channel. No additional adverse patient effects were reported. This ICD remains in service.